Event description:
It was reported that the target lesion was located in the proximal to mid right coronary artery (rca) with mild tortuosity, moderate calcification and 90% stenosis. The 3.5 x 23 mm xpedition stent was implanted at nominal pressure for 20 seconds. Then, the stent delivery system (sds) was pulled to retract; however the sds balloon became caught with the deployed stent implant and the sds could not be retracted. The sds balloon was deflated, but the balloon material became caught with the implanted stent struts and could not be retracted. Thus, the sds balloon was inflated to 10 atmospheres (atm) and deflated. This was repeated twice, thereby the sds was able to be retracted from the stent. The deployed stent was post-dilated with a balloon catheter. The stent implant was confirmed to be apposed to the vessel wall. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. It was reported that at this site, not much time is spent to pull negative after stent deployment and the sds is retracted from of the anatomy with the inflation device in the locked position. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.